Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had difficulties with halos and glare. Clinical reason being mentioned as dissatisfied with vision. The iol was explanted and exchanged with a different model different diopter company lens in the secondary implant procedure. There was no further impact to the patient. Additional information has been requested and received stating in the surgeon's opinion the product cause or contribute to the event. Yag (yttrium aluminium garnet) was performed prior to explant.